Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, while inserting the device into the exchange sheath, a section at the tip of the clip delivery tube was found to be folded back and an unknown piece of white material was noted to be caught in it. The device was removed and another starclose se device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Event description:
It was reported that during the procedure, a jostent graftmaster otw stent graft was used to successfully seal a perforation in the right coronary artery that was not caused by an abbott device. The ease of the device was reported as excellent. The patient expired in the intensive care unit. The reported cause of death is an arrhythmia. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. .

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the entire exchange system was not returned, which limited the scope of the investigation. Inspection of the device detected a bent cutter blade, confirming the reported event. No deployment of the device other than patient contact had taken place and there was no other detected damage other than the bent cutter. Examination of the cutters blade surface detected the blade to be slightly damaged at the lower edge and there was unknown white material, consistent with exchange sheath hub material, present on the cutter blades lower surface. No other abnormal observations were detected. During manufacture the device is inspected for proper cutter blade orientation and damage. No manufacturing or quality issue was detected. The detected damage is consistent with user error in installation technique of the exchange system onto the starclose se device handle. However, since the device was returned without the exchange system it was not possible to confirm the damaged condition of the devices cutter was user related and the root cause for the complaint is undetermined. Review of the device history record for this lot did not produce any findings relevant to this report.